Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height cubie drawer 4 pocket a3 would not release. A field service engineer opened the drawer and observed that the pocket was broken and taped shut, and also noted that the row board position a was flashing red. The cubie pocket did not eject, and an attempt was made to eject it using test software, but this was unsuccessful. The cubie pocket was then manually removed. Upon removal, a piece of foil was found jammed into the jump pins of the row board. After the debris was cleared, the indicator lights changed from red to yellow. The drawer was then tested successfully using test software, and the customer was instructed to recover the cubie space. Finally, the fse had the customer to install new cubie. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed row board and shown an error message as the main drawer 5 cubie pocket a3 failed to release, which contains magnesium hydroxide 400 mg 5 ml (30 ml) and located on t2sileft. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.